Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, it was received with intermittent button response due to moisture damage keypad traces. It also had a cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and keypad anomaly. The blood glucose at the time of the incident was 195 mg/dl. The customer stated he was unable to clear the alarm due to the keypad issue. Troubleshooting was not able to resolve the issue. The device was returned for analysis.